Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 01/28/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 01/27/2021 and reported that pump 613104 was infusing medication too slow. No information was provided for the event date. The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00007).

Manufacturer narrative:
The service provider provided the investigation report on 02/23/2021. The actual device was tested. The pump passed the flow rate testing. No issues were found during the testing. The reported issue was not confirmed.